Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal distension and nausea. The cause of and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event however, the patient has been advised to seek medical advice as soon as possible. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.